Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device change-out due to normal eri. During device interrogation prior to the procedure, the leads were tested through pacing system analyzer (psa), and sensing and pacing behavior were observed. It was noted that the right atrial lead was undersensing and not capturing at maximum output. The ra lead was capped and replaced during the procedure on (B)(6) 2019. The patient was stable before, during, and after the procedure.